Manufacturer narrative:
(B)(4). Event date is unknown. Additional product code :ktt. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the patient underwent removal of proximal femoral nailing system (tfna) nail, tfna fenestrated helical blade and titanium locking screw due to migration of unknown implant and the surgeon said it was beginning to cut out. The patient outcome was unknown. Concomitant device reported: unknown nail ( part # 04.037.156s, lot# unknown, quantity 0). Unknown locking screws (part# 04.005.532, lot# unknown, quantity 0). This complaint involves one (1) device. This report is for (1) tfna fenestrated helical blade 100 -s. This report is 1 of 1 (B)(4).